Manufacturer narrative:
Data and information provided by the customer confirm the complaint issue. The ticket trending review of at least 12 months complaint data did not identify any trend regarding commonalties for lot number and issue. Return testing was not completed as returns were not available. Device history review did not identify any non-conformances or deviations with the complaint lot. A review of the labelling and literature addresses the customer¿s issue. Per product labelling, if the anti-hbs results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. For diagnostic purposes, results should be used in conjunction with patient history and other hepatitis markers for diagnosis of acute, chronic, or recovered infection. Quantitative values obtained using alternative assays (i.e. Meia, eia or ria) may not be equivalent and cannot be used interchangeably. A new baseline, using the architect anti-hbs assay, should be established when monitoring vaccinees. Based on the investigation, no systemic issue or deficiency of the architect anti-hbs reagent was identified.

Event description:
The customer observed falsely elevated architect anti-hbs results for one patient. The following data was provided: previously measured on architect: about 40-50 (reactive) fujirebio: 4.7 (reactive) pcr negative. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 07c18 that has a similar product distributed in the us, list number 01l82.

Event description:
The customer observed falsely elevated architect anti-hbs results for one patient. The following data was provided: previously measured on architect: about 40-50 (reactive). Fujirebio: 4.7 (reactive). Pcr negative. No impact to patient management was reported.